Event description:
According to the reporter, during a knee prosthesis procedure, the device lever could not be squeezed, the staple partially deployed but was stuck at the end of the stapler, the staples was unable to form properly. A new device was used in order to complete the case. No patient injury.